Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leak is confirmed. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a large split was observed at the proximal end of the extension leg tubing of the catheter. This damage is characteristic of a burst, and the evidence observed which supported this type of failure included: 's' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The product IFU states: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ and ¿do not flush against resistance.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that "customer admitted a patient over the weekend with a groshong bard PICC and CT was not aware that the PICC was not power injectable. After attempted to power inject with saline for a test they realized the tubing on the lumen was splitting and created hole causing fluid to leak. The customer removed the catheter. The groshong bard PICC is not power injectable." Was there patient harm reported?: yes, due to having to place another line. What type of catheter securement was utilized? Statlock.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "customer admitted a patient over the weekend with a groshong bard PICC and CT was not aware that the PICC was not power injectable. After attempted to power inject with saline for a test they realized the tubing on the lumen was splitting and created hole causing fluid to leak. The customer removed the catheter. The groshong bard PICC is not power injectable." Was there patient harm reported?: yes, due to having to place another line. What type of catheter securement was utilized? Statlock.